Manufacturer narrative:
One speedband superview super 7 device was returned for analysis. A visual examination of the returned device found heavy residue present indicating use/handling. The extension tube was without issue. The suture was intact and attached to the trip wire loop. The trip wire was kinked and correctly secured in the handle assembly slot. Two bands were present on the ligator head and were moved out of position. The ligator head teeth was damaged. A functional evaluation of the handle was performed by turning the handle knob at 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, it could not be functionally verified that the bands failed to deploy during the procedure. However, findings from the visual evaluation indicate that the device most likely failed to deploy the bands during the procedure. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician could not deploy the sixth ligation band. The device was removed from the patient and the bands were noted to be entwined. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(4), 2015. According to the complainant, during the procedure, the physician could not deploy the sixth ligation band. The device was removed from the patient and the bands were noted to be entwined. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.